Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and found that the top cover, front enclosure, bottom enclosure, battery lock and battery compartment were damaged. The physical damages found during visual inspection are unrelated to the reported complaint of the platform displaying a user advisory (ua) 34 (encoder failure) message. A review of the platform's archive data was performed and found multiple ua 34 messages on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 34 was not replicated during functional testing. However, it was observed that the driveshaft was not rotating freely and was not at the "home" position. The driveshaft was rotated back to the "home" position and functional testing was continued. The platform was tested with a large resuscitation test fixture for approximately 30 minutes and with a test mannequin for another 6 minutes without any issues observed. A load cell characterization test was also performed, which confirmed that both load cells were functioning within specification. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 34. However, the encoder gearbox was identified for replacement as a precaution to address the ua 34. Based on the investigation, the parts identified for replacement were the encoder gearbox, the top cover, front enclosure, bottom enclosure, battery lock and battery compartment. In summary, the customer's reported complaint of the platform displaying a ua 34 message was confirmed during review of the platform's archive data but was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. However, the encoder gearbox was identified for replacement as a precaution to address the ua 34. It was observed that the driveshaft was not rotating freely and was not at the "home" position. The driveshaft was rotated back to the "home" position and functional testing continued without any issues. A load cell characterization test was also performed, which confirmed that both load cells were functioning within specification. These other observations and tests are unrelated to the reported complaint. The physical damages found during visual inspection are also unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 34 (encoder failure) message when the customer installed a new autopulse lifeband onto the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.